Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. The device exhibited post-paced t-wave oversensing. Recommended programming changes were made and there have been no new episodes.